Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter battery died prematurely with no warning. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it passed. A pairing test was performed on the transmitter with the (B)(6) device and it passed. A transmitter final function test was performed on the transmitter and it passed. The complaint of the transmitter battery dying prematurely could not be confirmed. The root cause could not be determined, post investigation.